Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 6000 c (501) module. The initial result was 520 umol/l. This result was reported outside of the laboratory. On 14-mar-2023 the clinician requested a 2nd sample. The result from the 2nd sample was 107 umol/l. On 16-mar-2023 the original sample and the 2nd sample were repeated with respective results of 109 umol/l and 106 umol/l. The crep2 reagent lot number was 674420 with an expiration date of 31-jul-2023.

Manufacturer narrative:
Calibration data was acceptable. Qc data showed imprecision with higher recovery for level 2 qc. The hardware performance check data showed issues with crep and chol suggesting a possible issue with gear pump pressure. Frequent cell blank errors were observed on the alarm trace data. The customer decided to replace one cell segment of the cuvette only. A precision check was performed and it was within specification. The investigation noted that all cell segments of the cuvettes should be completely replaced each month (not a single cell segment as the customer did). The field service engineer (fse) performed an instrument check and replaced the sample probe as a precautionary measure. The fse did not determine a cause for the event. Following the service visit, the customer had no further issues. The investigation determined the event was consistent with a maintenance issue at the customer site, however, the specific cause of the event could not be determined.